Event description:
Further follow up with the injecting office revealed the following information: the injections of juvéderm voluma® xc and juvéderm® ultra were not concomitant. An injection of juvéderm® ultra occurred in the lips approximately 5 months after injection with juvéderm voluma® xc. The injection of juvéderm® ultra was done concomitantly with botox®. It was confirmed that there was no complaint against the juvéderm® ultra.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "diffuse puffiness/swelling under the eyes" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: "warnings: injection procedure reaction to juvéderm® ultra injectable gel has been observed as consisting mainly of short-term inflammatory symptoms starting early after treatment and with less than 7 days¿ duration. Adverse events: injection-site responses by maximum severity occurring in > 5% of treated subjects (number/% of subject nlf¿s) possible injection site responses post injection with juvéderm® ultra plus include redness, pain/tenderness, firmness, swelling, lumps/bumps, bruising, itching, and discoloration. Post-market surveillance: post-market safety surveillance of juvéderm® injectable gel in countries outside the us indicates that the most common adverse events include swelling, redness, discoloration, and bruising."

Event description:
Healthcare professional reported that one year after the patient was injected with juvederm voluma xc in the midface, juvederm ultra in the nasolabial folds, and restylane in the lips, the patient developed diffuse puffiness/swelling under the eyes. The patient was treated with massage, ciproflaxin, doxycycline, steroids, and hyaluronidase. Hyaluronidase was used for 5 consecutive days in the office. After each treatment option the patient would respond favorably, but eventually swelling would return. At present, the patient is "doing well.." This is the same event and the same patient reported under MDR ID #3005113652-2016-00536 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvederm ultra, also a device manufactured by allergan.